Event description:
The hcp reported that the patient was unhappy with the pump and was having pain at the catheter insertion site; near the catheter pathway. The hcp stated that there was no redness, swelling, or leakage at the catheter site. The patient had said that she was getting a shocking sensation up and down her spine. The hcp felt that the patient was having some relief from symptoms apart from the shocking issue. The patient believed that the catheter may be kinked. The hcp provided that the pump was checked for volume discrepancies and none were found. No diagnostic studies had been done. The hcp was considering sending the patient to get a study. The pump was used to deliver baclofen. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.